Event description:
Related manufacturer reference number: 2017865-2021-36802. It was reported that the patient fell out of their bed and the patient's implantable cardioverter defibrillator (ICD) had came out of the surgical incision because the stitches opened. The patient had an infection. The ICD and right ventricular (rv) lead was explanted. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of infection was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.